Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The complaint of syringe size calibration failed was confirmed. The event log revealed detail in the history log. The testing revealed size pot flex tips was pinched by the barrel clamps. The physical condition of the device revealed missing rubber feet on the bottom case. Unable to determine case of event. Action was taken to replace size pot along with additional maintenance completed. Reported the bottom case and barrel. Reported the damaged bottom case, left plunger case and barrel guide was replaced. Worn barrel tapered spring were reported replaced. The motor mount was upgraded. Installed plunger case seat. Replaced battery door to high cpi (2016). Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Returned l-bracket with the pump.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps size calibration failed. No patient adverse events reported.